Event description:
This case was initially received via regulatory authority (FDA, (B)(4)) on 11-aug-2015. The most recent information was received on 31-jan-2018. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("mid month severe cramping") and menorrhagia ("long heavy period") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 4. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), myalgia ("muscle pain"), arthralgia ("joint pain"), headache ("headaches"), nausea ("nausea"), insomnia ("sleeplessness"), feeling abnormal ("brain fog"), food allergy ("food allergies"), amnesia ("memory loss"), depression ("depression"), rash ("rashes") and skin infection ("infected tattoos, piercings and other things that come and go"). The patient was treated with surgery (essure coils and fallopian tubes removal planned) and surgery (ablation). At the time of the report, the abdominal pain, menorrhagia, back pain, myalgia, arthralgia, headache, nausea, insomnia, feeling abnormal, food allergy, amnesia, depression, rash and skin infection outcome was unknown. The reporter provided no causality assessment for abdominal pain, amnesia, arthralgia, back pain, depression, feeling abnormal, food allergy, headache, insomnia, menorrhagia, myalgia, nausea, rash and skin infection with essure. (B)(4). Quality-safety evaluation of ptc: final assessment. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment. No product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 31-jan-2018: case became incident in follow up. Ticked intervention required for event abdominal pain, and event menorrhagia from social media.reporter added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.